Event description:
The customer reported an intermittent system error requiring reboot. The system operated correctly upon restart. No death or serious injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.